Event description:
It was reported that the patient had an ams sling implanted, the date of the original implant was not provided. Following the sling implant, the patient had an unrelated surgery to implant a penile prosthesis on (B)(6) 2013. Complications were experienced when attempting to catheterize the patient. A contracture of the urethral neck occurred which resulted in urinary incontinence worse than baseline before the surgery. On (B)(6) 2013 an artificial urinary sphincter device was implanted to address the experienced urinary incontinence. No additional patient complications have been reported.

Manufacturer narrative:
It is unknown what ams sling product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.